Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a warning for high bipolar and unipolar impedance. Lead fracture was suspected. The patient was seen by the physician and due to their age and 0.3% pacing the physician decided to reprogram the lead and will return for follow up in office in four weeks time. The lead remains in use. No patient complications have been reported as a result of this event.